Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. This report is being filed due to the extended hospitalization of the patient.

Event description:
On (B)(6) 2026 a female patient with a history of colorectal cancer metastatic to the liver, received histotripsy treatment to a single lesion in segment IV consisting of four overlapping maximum planned treatment volumes (ptv) for a total ptv of approximately 134 cc. Given the treatment volume, the treating physician was aware of the potential risk for acute kidney injury (aki) and implemented preventive measures during the procedure, including placement of a foley catheter, administration of intravenous fluids throughout the procedure, monitoring of urine output, and close blood pressure monitoring. During the procedure, the patient experienced low urine output but was otherwise clinically stable according to the treating physician. Following treatment, the patient was admitted for observation due to elevated creatinine levels. Neither the baseline nor post-procedure creatinine values were available at the time of filing, so it is unclear if this event was an aki. The patient remained hospitalized for observation and supportive care; renal function remained stable without the need for dialysis or other intervention. The patient was discharged on (B)(6).